Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and damage. Customer's blood glucose was unknown mg/dl. The customer stated a battery loading slot has a crack.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had cracked battery tube threads, a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and a missing end cap sticker.